Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump became hot resulting in blisters on the patient's skin. The patient reported applying ointment to the blisters. The patient also indicated that blood glucose levels were elevated (no values specified) and blood glucose levels were not responding as quickly to correction boluses. The patient was advised that the insulin being exposed to extreme temperatures could result in the insulin being less effective. The pump was reviewed. The patient indicated that the keypad was peeling. This report is made based on the allegation that the patient experienced a localized burn relate to a pump temperature issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows no activity outside normal use; there was no evidence of sudden current drops or short battery life observed. The total daily dose (tdd) history for (B)(4) 2013 is below target. The tdd added up correctly and correctly reflected the user's programmed rates otherwise. An unacknowledged "no delivery, no prime" warning was observed on (B)(4) 2013 for an hour and a half. No deliveries were performed from 11:34pm on (B)(4) 2012 to 4:46pm on (B)(4) 2013 as a result of rebooting. The battery was not returned with the pump for investigation. The pump powered on normally and passed ezprime steps successfully. The pump was exercised for 24 hours with no overheating and no alarms occurring. The pump passed a 29 hour flow accuracy test and was found to be delivering within required specifications. Current draws were found to be within specification during investigation. The pump cover was removed and there were no internal defects found. The complaint could not be confirmed or duplicated on investigation.